Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1103, exp. Date: 04/30/2018, mfg. Date: 04/30/2016. (B)(4). With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, and anticoagulation therapy adjustment due to recent ischemic stroke. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
It was reported by the vad coordinator that this bivad patient was admitted to the hospital with complaints of melena. Upon admission, hemoglobin (hgb) levels were decreased and inr was 3.9. Aspirin and coumadin were held. A push enteroscopy was performed; results are pending. The patient was transfused 3 units of packed red blood cells (prbc's). The last report received indicates that she remains hospitalized.

Manufacturer narrative:
After further review of additional information received describe event or problem, relevant tests/lab data, other relevant history, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And additional MFR narrative have been updated accordingly. On 11/16/2016 : additional information, provided results for push enteroscopy, colonoscopy, and flex sigmoidoscopy procedures. A large amount of melena was noted, but there was no evidence of active bleeding or arteriovenous malformations. The patient was discharged to a cardiac rehabilitation facility and is no listed status 1a for transplant. The medical team does no believe the reported event to be related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.